Event description:
Medics were treating a 66 yr old male pt who was in cardiac arrest. They defibrilated the pt once (joule setting unknown) and the pt went into asystole. The medics continued with the acls protocol. When they looked at the units monitor screen, they noticed a dotted line on the units monitor screen along with a "check electrodes" message. The medics verified that the electrodes were properly attached. The unit was switched to manual mode. The medics turned the unit off and then on again, but the unit did not regain power. The medics turned the unit off a third time and changed the unit's battery. When they turned the unit on, it regained power. The unit functioned properly for "a while" before the unit's monitor screen displayed a dotted line again. The pt's rhythm was in pea and he did not require add'l defibrillation for the duration of the code. There was no adverse effect on the pt.